Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus device consisting of a 4.0cm cuff, 51-60 cm h2o balloon and pump, was implanted.